Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to consistently fill cartridge with the same amount of insulin. Customer's blood glucose ranged from 70-116 mg/dl. Reportedly, customer continued to use pump for insulin therapy.